Event description:
I had the boston scientific spinal cord stimulator implanted (B)(6) 2020 due to chronic back pain. On (B)(6) 2021 the boston scientific spinal cord stimulator malfunctioned causing an electrocution episode. I felt the lead in my back malfunctioning and the device had to be shutdown to stop the electrocution state to subside. I was placed in a paralyzed state until the device was turned off. Upon turning off this device I was able to move, but it caused me to be in even more pain than before. I had to keep this device off until visiting with the boston scientific representative at the doctor's office. The representative tested the device and informed me to leave it at the new programmed module and it would be no need the work the remote to adjust the settings. I encountered more pain over the next few months. After speaking with the representative numerous times, I realized that the device wasn't in the on position. I reached out to my doctor and they inform me that we would need to remove the device and replace it with the abbott spinal cord stimulator. On december 15, the boston scientific spinal cord stimulator was removed, and the new abbott spinal cord stimulator was implanted. This device malfunctioned and caused me months on excruciating pain, physical, and mental anguishment. I had an x-ray performed and the results showed that the spinal cord stimulator leads were malfunctioning. According to the results the device needed to be replaced.